Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics assembly. Unable to confirm keypad anomaly due to blank display. Pump received with cracked battery tube thread and cracked case battery tube noted.

Event description:
Customer reported via phone call that insulin pump keypad was unresponsive. Customer¿s blood glucose level was 108 mg/dl at the time of incident. Customer state that the insulin pump was exposed to hot tub. Customer stated that insulin pump was cracked around from the pump at quick release. The insulin pump will be returned for analysis.